Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the out of range impedances was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37711, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 37744, serial#: (B)(4), product type: programmer, patient. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 17-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were in procedure now for an ins replacement due to normal battery depletion. It was indicated that the ¿connection check¿ was in the red and the impedances values for contacts 4, 10 and 15 were out of range. The remaining electrodes with 0 and 8 references were between 700 and 1000 ohms. The caller indicated a few contacts (10 and 12) were out prior to the ins replacement and reviewed they were able to program around them. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.